Manufacturer narrative:
A review of the mfg records was not possible as the lot number of the device was not provided. The device was implanted for 1 year 7 months. The facility was using "remove adhesive solvent wipes." This solution is not recommended to be used on this catheter.

Event description:
It was reported that the "pt's daughter noticed blood oozing from the dialysis catheter while the pt was at home. Brought to (B)(6) where the catheter was clamped, and the pt was admitted."